Event description:
One patient sample with glucose result of 146 mg/dl. Same sample repeated twice gave results of 52 and 51 mg/dl. Same sample was repeated one additional time which recovered 58 mg/dl. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.